Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that the clip did not release from the catheter after being deployed. It eventually released and came off when it was pulled through the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.